Event description:
It was reported the patient had been experiencing difficulties initiating communication between the ipg and the external devices. The patient also reported she had no charged the device for almost a year. The patient is without stimulation. Replacement external devices were used to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.